Event description:
The customer stated that she visited the emergency room due to a blood glucose reading of 386 mg/dl and moderate ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer was uncomfortable with the insulin pump, and requested a replacement.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.